Manufacturer narrative:
Product event summary: the full introducer was returned and analyzed, and no anomalies were found. The lead test was performed. But no leaking was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to flush the introducer with saline, however, a large amount of saline was observed to be leaking from the valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to flush the delivery system with saline, however, a large amount of saline was observed to be leaking from the valve. The system was not used, and another system was used for an implant procedure. No patient complications have been reported as a result of this event.